Event description:
It was reported that while evaluating the arctic sun device, it was noted that it was not cooling. When the device was put into manual mode at 4c, temperature 1 was 5.3c, temperature 2 was 5.4c, and temperature 4 was 4.3c. It was explained that the device was cooling as it should.

Manufacturer narrative:
Per additional information received via the complainant, the patient completed therapy on the device and is therefore, not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that while evaluating the arctic sun device, it was noted that it was not cooling. When the device was put into manual mode at 4c, temperature 1 was 5.3c, temperature 2 was 5.4c, and temperature 4 was 4.3c. It was explained that the device was cooling as it should.